Event description:
It was reported while using bd veo insulin syringes with bd ultra-fine needle that when shield was removed the needle hub separated with the shield. The following information was provided by the initial reporter: consumer reported found 1 syringe when removed needle shield from syringe the needle hub assembly removed with the shield.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd veo insulin syringes with bd ultra-fine needle that when shield was removed the needle hub separated with the shield. The following information was provided by the initial reporter: consumer reported found 1 syringe when removed needle shield from syringe the needle hub assembly removed with the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 27-jun-2022. H6: investigation summary customer returned (1) loose 0.5ml bd insulin syringe from lot# 2010787. The customer reported that the needle hub assembly removed with the shield from 1 syringe. The returned sample was examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 2010787. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined. CAPA pr1630423 has been opened to address this issue.